Manufacturer narrative:
Batch review performed on 19.04.2021: lot 177654: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 10-jan-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.